Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped due to undersensing and a failure to capture. A lead revision was performed to cap this lead and was replaced successfully. There were no symptoms or adverse patient effects reported.